Event description:
Sex: unk. Procedure: unk. According to the reporter, the device was working normally for 8 months, then leakage occurred around the port and cracks were noted at the outlet port. Had to place another one.

Manufacturer narrative:
Initial report sent ot FDA on 07/05/2007.